Manufacturer narrative:
The small grasping retractor instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument stopped working properly. It would not grasp, and the wires were exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument would not close. No issues related to left/right (yaw) motion of the grips. No issues related to up/down (pitch) motion of the wrist. There were two cables visibly protruding from the distal end of the instrument. No fragments fell inside of the patient¿s anatomy. The instrument was inspected prior to procedure and there was no damage or anything out of the ordinary. The issue was identified prior to use. No instruments collided with any other instrument or tool during the procedure. The issue happened during the (B)(6)2025 procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.